Event description:
Patient presented to the physician with pain at their temple since the implant surgery that varies in severity. Physician brought the patient into the or and removed the entire inspire device.